Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction on the abdomen consisting of itchy, pink dots. On (B)(6) 2016, the patient consulted with a nurse regarding the reaction and was recommended the use of skin barriers prior to sensor insertion. It was reported that the patient was suffering terribly from the itching and that oral benadryl had been of no help. Additional event or patient information is not available.